Manufacturer narrative:
No button error alarm noted. Down arrow button did not respond due to corroded keypad trace. The insulin pump was received with cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported a button error on the insulin pump. There was no significant event reported leading up to the alarm. The customer's blood glucose value was 97 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.